Event description:
Health professional reported an alleged replacement surgery due to band slippage. Health professional has declined to provide additional info.

Manufacturer narrative:
Taper ii. (B)(4). This is a new event involving the same pt reported in medwatch report #s 2024601-2009-00932 and 2024601-2012-00033. The reporter of the complaint was asked to return the product for analysis. The device is not available for return. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the reported event of band slippage as follows: "slippage of band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."